Event description:
It was reported the pt lost stimulation suddenly. Impedance values were high but not out of range. The battery life was ok. The device was turned to maximum amplitude, but the pt still felt no stimulation. The electrode configuration was changed with no results. An x-ray was done but the results were unk at the time of this report. No device explant had occurred. The device was turned off. The pt was being supplemented with oral medication to cope with the pain. The pt uses a wheelchair (both before and after the stimulation stopped).

Manufacturer narrative:
.